Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-09-08, h.6. Investigation summary a device history review was conducted for lot number 8305834. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, spectral analysis of the device submitted to our facility determined that the yellow powder was predominantly iron with trace amounts of elements known to be associated with the catheter tubing. The presence of the iron in the composition of the foreign material suggests the presence of rust. Although this rare to occur in the stainless steel used in the manufacture of the cannula, under special circumstances such as exposure to strong oxidizing or humid environments during transportation or storage. A review of the available retention samples was unable to identify any additional instances of this foreign material, and review of the manufacturing records were unable to find any reference to this issue during production of this batch.

Event description:
It was reported that 55 intima-ii y 24gax0.75in prn/prn slm npvc contained foreign matter and damaged tubing. The following information was provided by the initial reporter: "before using the indwelling needle for the patient, when the nurse checked the indwelling needle, it was found that there were black droplets on the tip of the indwelling needle in the package. Then the whole box was inspected, and 16 of the 25 indwelling needles in a box of 25 indwelling needles were found to have black droplets, the same batch indwelling needle's extension tubes of the product have varying degrees of yellowing. Therefore, a total of 55 pieces in the same batch have been kept."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 55 intima-ii y 24gax0.75in prn/prn slm npvc contained foreign matter and damaged tubing. The following information was provided by the initial reporter: "before using the indwelling needle for the patient, when the nurse checked the indwelling needle, it was found that there were black droplets on the tip of the indwelling needle in the package. Then the whole box was inspected, and 16 of the 25 indwelling needles in a box of 25 indwelling needles were found to have black droplets, the same batch indwelling needle's extension tubes of the product have varying degrees of yellowing. Therefore, a total of 55 pieces in the same batch have been kept."